Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the cannula was not properly inserted, and that the cannula was bent. The patient was treated with 2 full bags saline solution and fast acting insulin. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have resulted in the cannula failing to properly insert into the infusion site. No damages to the environmental seal or bottom housing were observed. The cause of the reported unsure properly inserted cannula event could not be determined. No bends or kinks to the cannula were observed. No problem was found.